Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to usage, the endotracheal tube's slip joint was found broken after opening from the package. There was no patient involvement.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the size 6.0mm 15mm connector was broken. A dimensional test was performed, the size 6.0 connector distal end outer diameter and inner diameter were within specifications. It was reported that prior to usage, the endotracheal tube's slip joint was found broken after opening from the package. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: if shortening of the endotracheal tube by cutting is considered, the tube should be cut and the connector reinserted prior to intubation. Tubes with 15mm connectors that cannot be removed with reasonable manipulation are not suitable for cutting. Always assure the connector is firmly seated in both the tracheal tube and the breathing circuit to prevent disconnection during use. The 15mm connector is seated so that it can be removed with effort if pre-cutting of the tube is desired. Follow the suggested directions for use to evaluate the tube and connector for suitability if pre-cutting is considered. Always assure the connector is firmly seated in both the tracheal tube and the breathing circuit to prevent disconnection during use. Non-standard dimensioning of some connectors on ventilatory or anesthesia equipment may make secure mating with the tracheal tube 15mm connector difficult. Use only with equipment having standard 15mm connectors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.